Manufacturer narrative:
The product has been received for analysis. The helix allegation was confirmed based on x-ray observation of a necked-down cathode coil near the terminal end, which block passage of a stylet. Electrical allegations were not confirmed as lead resistances measured normal. As no further information concerning this report is expected, our investigation is complete.

Event description:
It was reported that this right atrial (ra) lead was explanted due to lead under sensing even at high thresholds, the lead was then attempted to be repositioned exhibiting helix extension issues the lead was then explanted. Lead was returned and analyzed. No additional adverse patient effects were reported.